Manufacturer narrative:
The reported 7.0mm soft seal® cuff tracheal tube was returned for investigation. The used sample was received inside a plastic bag without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were observed. Inspection of the returned device could not confirm the reported kink in the tube and no fault was observed with the returned device. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
Customer reported a portex® soft seal® cuff tracheal tube had a suspected tube kink after tube was fixed to the left side of the patient's jaw for 30 minutes. Tube was checked prior to use and no abnormality was found. No patient injury or drop in oxygen saturation was observed. Customer noted that the event was observed by medical personnel in a hospital. It was unknown whether the event was observed during a scheduled case or spontaneously.